Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2007),g3,g4,h6(device: 2616 and 4001). H11: d1,d4,h6(device, method and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment the patient was diagnosed with pulmonary embolism. There were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment the patient was diagnosed with pulmonary embolism. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately two months later, it was reported that an inferior vena cava filter was seen below renal level and grossly patent. After ten years and six months, ventilation perfusion (v/q) scan showed a possible pulmonary embolism in the right middle lobe. On the next day, venogram of inferior vena cava showed occluded inferior vena cava inferior to the inferior vena cava filter and extended superiorly. Minimal flow through the right and left iliac veins. Attempted inferior vena cava filter removal. After six days, bilateral venogram demonstrated complete occlusion of the bilateral common iliac veins, central external iliac veins, and inferior vena cava above and below the filter. Inferior vena cava had demonstrated complete occlusive acute and chronic thrombus within the inferior vena cava filter, the distal inferior vena cava, and the bilateral common iliac vein and residual acute thrombus in the bilateral external iliac veins. Multiple attempts were made to retrieve the filter. However, the cone of the filter was unable to retrieve. Double loop snare technique was tried and decided to abort. After one year and six months, computed tomography of the abdomen was performed, and result showed that the tip of the inferior vena cava filter was 2 cm distal to the renal vein origins. The tip of the inferior vena cava filter perforated 6 mm beyond the posterior inferior vena caval wall. One of the anterior inferior vena cava filter tines was displaced proximally and perforated the anterior inferior vena cava of 4 mm. There was also a displaced inferior vena cava filter tine anteriorly which perforated 10 mm beyond the inferior vena cava and abutted the cortex of the right kidney. The remaining tines perforated 2-3 mm beyond the inferior vena cava. There was 34 degrees posterior tilt of the inferior vena cava. No filter strut fracture was noted. No inferior vena cava stenosis was identified. Therefore, the investigation is confirmed for alleged filter occlusion, perforation of the inferior vena cava. Filter tilt and retrieval difficulties. However, the investigation is inconclusive for alleged filter limb detachment. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for pulmonary embolism after implantation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that some time post vena cava filter deployment the patient experienced a pulmonary embolism. There were no reported attempts made to retrieve the filter. The status of the patient is unknown.